Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device was generating heat and there was foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for temperature assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported that during pre-surgery inspection it was observed that the handpiece device was not working. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.